Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering less oxygen percentage than what was set. The ventilator was set to deliver 100% and would only deliver 91%. The customer confirmed that there was no patient involvement associated with the reported event.